Event description:
It was reported that bd ultra-fine¿ insulin syringe needle is blunt and the plunger rod separates. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 328431 batch no. 6347562 it was reported that needle does not penetrate skin. See (B)(4) that captures issue of plunger rod separates and stopper separates on 9july2019. Verbatim: consumer reported when she removed the plunger cap, the plunger rod came out. Stopper is still in the barrel. Incident date-(B)(6) 2019; occurence-1. Sample available. Also she reported some of the needle wouldn't go inside her skin during injection. She does rotate the skin site. The needle does not penetrate. She has been using the syringe for 7 years. It has not happened before. Sample available. Occurence-3; incident date-unknown. Item# 328431; kit# 6347562; she buys her syringes at acme. Offered to send the voucher. She request to send the box. She mentioned her pharmacy does not accept the voucher. Asked her to give us a call if they do not accept.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 6347562 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted pertaining to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needle is blunt and the plunger rod separates. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 328431, batch no. 6347562. It was reported that needle does not penetrate skin. See (B)(4) that captures issue of plunger rod separates and stopper separates on (B)(6) 2019. Verbatim: consumer reported when she removed the plunger cap, the plunger rod came out. Stopper is still in the barrel. Incident date (B)(6) 2019; occurence-1. Sample available. Also she reported some of the needle wouldn't go inside her skin during injection. She does rotate the skin site. The needle does not penetrate. She has been using the syringe for 7 years. It has not happened before. Sample available. Occurence-3; incident date-unknown. Item# 328431; kit# 6347562; she buys her syringes at acme. Offered to send the voucher. She request to send the box. She mentioned her pharmacy does not accept the voucher. Asked her to give us a call if they do not accept.